Manufacturer narrative:
Occupation: occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips were returned for investigation and did not show signs of defects. The returned test strips were measured on reference meters with a high level control sample: testing results: (qc range= 2.5 -3.1 inr). Qc 1=2.8 inr, qc 2=2.7 inr, qc 3=2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Retention test strips (lot 322641) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material in inr ranges < 4.5 complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 6:15 a.m. The meter result was 3.9 inr and at 11:00 a.m. The laboratory result was 2.9 inr. The patient went to the hospital to get tested by the laboratory due to fluctuating inr results. The laboratory result was within the patients therapeutic range therefore no medication changes were made. The patients therapeutic range is 2.0-3.0 inr and tests every 3 weeks. The patient is feeling well.